Event description:
Related manufacturer reference number: 2017865-2022-42992. Related manufacturer reference number: 2017865-2022-42993. It was reported that during a clinic check noise was noted on the right ventricular (rv) and was reproducible with isometrics. Programming changes were made. The physician later opted to replace the rv lead. During the rv lead replacement, noise was also observed on the atrial lead when manipulating the lead. When connected to the pacing system analyzer (psa), the noise was not reproduced on both leads. The decision was made to replace the rv lead and the generator.